Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: product ID: e nlw1613c120ee, serial/lot #: (B)(4), ubd: 04-feb-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for an unknown endovascular treatment. It was reported approximately eight years later the patient had endotension with stent graft occlusion/stenosis, an unknown endoleak and stent graft migration. No additional clinical sequelae were reported and the patient will be monitored. The cause of the event is undetermined.

Manufacturer narrative:
Updated fdc after investigation completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a approximately two months prior to the reported events the diameter of the aorta showed a 0.5 cm increase from a previous scan carried out nine months prior. It was also reported that approximately one year post the reported events, the diameter of the aorta now showed a 0.5 cm decrease.